Event description:
After priming the IV line, the roller clamp was closed. After attaching the line to the patient the clamp was opened. At this point the nurse observed leaking from the y-site. Normal saline was the fluid being infused. No harm to the patient.